Manufacturer narrative:
All available information was investigated, and the reported leaking sgc hemostasis valve was confirmed via device analysis. Additionally, the sgc braided shaft was observed to be kinked and the silicone valve was observed to be torn. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and the returned device analysis, the cause of the observed kinked braided sgc shaft was unable to be determined. The investigation determined the observed torn silicone valve and the resulting leaking sgc hemostasis valve to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Event description:
It was reported that during preparation of the steerable guide catheter (sgc), a loss of fluid column occurred. Therefore, the sgc was not used and was replaced. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.